Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Subsequently the patient was placed under general anesthesia on (B)(6) 2016 in order to excise the excess skin. The issue has since been resolved and the patient has returned to routine clinical management.